Manufacturer narrative:
(B)(4).

Event description:
An article published in clinical practice and cases in emergency medicine was received on (B)(6) 2019, originally published in (B)(6) 2019, entitled 'acute angle closure glaucoma secondary to a phakic intraocular lens, an ophthalmic emergency.' The article describes a case in which a (B)(6) woman who'd had bilateral icl implantation performed 5 years previously presented with headache, blurry vision, anisocoria, and light sensitivity in her right (od) eye. She was also diagnosed with elevated iop, a round, fixed pupil, +1 injection, diffuse microcysts, a shallow anterior chamber, fixed, minor iris bombe, and pupillary block. She was administered timolol, acetazolamide, and brimonidine and underwent a yag laser peripheral iridotomy. Post procedure the patient was given topical brimonidine and difluprednate. Subsequently she required an additional peripheral iridotomy and reportedly, continues in treatment. She was diagnosed with delayed pupillary block and acute angle closure glaucoma.